Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. The procedure was finished with manual compression. There was no reported patient injury. The intended procedure was a diagnostic neuroradiology using a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, confirming the appropriate insertion angle of 30¿45 degrees and a vessel diameter of equal to or greater than 5 mm. No calcium, plaque, stent, or stenosis of greater than 50% was observed at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and a non-cordis catheter sheath introducer was used. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. No issues were noted with the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window remained black and white throughout retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies noted. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. The procedure was finished with manual compression. There was no reported patient injury. The intended procedure was a diagnostic neuroradiology using a retrograde approach. There were no visible signs of device or package damage prior to use. The femoral artery suitability was verified on angiography, confirming the appropriate insertion angle of 30¿45 degrees and a vessel diameter of equal to or greater than 5 mm. No calcium, plaque, stent, or stenosis of greater than 50% was observed at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within the past 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and a non-cordis catheter sheath introducer was used. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. No issues were noted with the indicator window. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator window remained black and white throughout retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies noted. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was unlocked. The plug was in its manufactured position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the device. The indicator window was observed in the black/white position. No additional anomalies were reported during this analysis. A functional deployment simulation was performed after locking the guard. During this test, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever. This resulted in successful retraction of the indicator wire and expected plug deployment. Additionally, the indicator window transitioned to the black/white/red position as expected, confirming proper mechanism function. A high-magnification microscopic evaluation was performed to assess the internal mechanism of the device. No abnormal conditions were observed during this inspection. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window and there were no anomalies noted to the indicator wire. However, procedural/handling factors are possible. It was also noted that the indicator wire cowling of the returned device was unlocked. However, since it was reported by the customer that the indicator wire cowling locked against the handle assembly with an audible click and there were no anomalies noted to the cowling or the fully deployed indicator wire upon review of the device, it is likely that the cowling unlocked due to handling of the device after the procedure. However, handling factors of the device, such as incomplete depression of the cowling, could not be ruled out. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.